Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose of 600 mg/dl. Customer treated with a manual injection. Customer did not contact her health care professional. Customer stated that she will treat after troubleshooting the pump. Customer found no air bubbles and ran a manual prime. Customer stated that the insulin did exit the tubing. Customer did not have a tubing clamp. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was also advised to do a complete set change.